Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal device change out procedure. Upon interrogation, the right atrial lead exhibited loss of sensing. During procedure, it was noted that there was a lot of tugging and pulling on the lead. Lead electrical measurement was normal prior to the procedure. After the lead was connected with the new generator, the lead exhibited loss of sensing and low impedance. Fluoroscopy imaging was performed and revealed no dislodgement. The lead was tested with the psa and same issues resulted. The lead remained implanted and reprogrammed. The patient was fine post operation.